Manufacturer narrative:
(B)(6).

Event description:
It was reported that the port needle feel apart during removal, despite the safety lock. No patient injury or complications were reported in relation to this event.